Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that the patient received an inappropriate shock due to a break in the lead. The lead was explanted and replaced. The implant date was not provided.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 52 cm proximal to the lead tip. Only the distal fragment was received for analysis. The visual inspection showed multiple abrasion marks along the lead fragment. In particular 52 cm proximal to the lead tip the insulation was rubbed through and the coating of the conductor cable to the ring electrode was damaged. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore the insulation was rubbed through in the distal area of the lead, particularly around 8.5 cm proximal to the lead tip where also the coating of the conductor cable to the ring electrode was damaged. This damage most likely resulted from constant friction against a nearby lead. The above described damages can be considered as the root cause for the reported inappropriate shock delivery. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.